Event description:
It was reported by the customer that the sheath leaked in use. Additional information received on 10/29/2009 stated that the percutaneous sheath introducer (psi) was placed via internal jugular insertion without event. After +/-5 minutes, the staff realized the psi was leaking. The leakage appeared around the swan ganz catheter, from the psi to the contamination shield. As a result, a spring wire guide (swg) exchange was performed and the new psi worked perfectly. The pt is okay and there were no other problems noted.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.